Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vse instrument and completed the device evaluation. The instrument was analyzed and was found to have a dislodged grip ring at the proximal end cause the instruments grips to not open and close properly. There were no failures reported in the logs.

Event description:
It was reported that during a da vinci-assisted total pancreatoduodenectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument jaw could not be closed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use, and nothing was observed out of the ordinary.